Event description:
Had clear lens extraction in right eye, I now have eye pain and burning all the time, my vision is blurry and I can no longer read with my right eye, I see starbursts, haloes, ghosting and glare day and night. My vision is cloudy in low light and feels very uncomfortable, my eye now gets very tired and I have to close it often.